Manufacturer narrative:
Since the serial number of this device is unknown, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device serial number is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no serial number was provided, no device history record (DHR) review could be performed. Concomitant medical products: carto 3 system, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a stockert 70 generator and suffered a cardiac tamponade requiring pericardiocentesis and extracorporeal membrane oxygenation (ECMO). During ablation phase, the patient became hypotensive and a tamponade was confirmed via transthoracic echocardiogram. Pericardiocentesis yielded 200cc. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of this adverse event. Adverse event was assessed to be life-threatening. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. It was also reported that at some point post-discharge, the patients condition worsened and an esophageal fistula was diagnosed. There is no information regarding any intervention. Transseptal puncture was performed with an unspecified needle. There is no information regarding the sheath used. Generator parameters at the time of injury were not reported. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. There is no information regarding irrigated catheter flow setting. There is no information regarding anticoagulation during the procedure. There is no information regarding spi value or catheter proximity. Catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 piu. Carto 3 system did not indicate to re-zero the catheter. There were no error messages on any bwi equipment during the procedure. On 10/26/2016, biosense webster obtained additional information regarding this complaint, stating that the patient was diagnosed with an esophageal fistula post procedure. This information makes the event also reportable under the generator in use at the time of the event. The awareness date for this complaint will, as such, be 10/26/2016.